Manufacturer narrative:
Investigation summary: two samples were received in the (B)(4) for evaluation. Both samples had cracks in the side of the syringe therefore failure mode is verified. Complaint states that the syringes cracked after use. Root cause is undetermined. No batch number was provided for DHR/qn review. Investigation conclusion: cause of crack is unknown and batch number was not available for DHR review.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that five bd luer-lok¿ tip syringes cracked after use. No injury or medical intervention.